Manufacturer narrative:
This report is being supplemented to provide a correction of information from the initial medwatch.

Event description:
It was reported there was suspected disconnection with the camera head. The issue occurred during pre-use inspection of an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported there was suspected disconnection with the camera head. There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the following: corrosion of electrical contacts; cracked connector; cable damage; puncture on electrical contacts; defective image pixel; scope mount corrosion; corrosion of free lock lever; and a damaged connector. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The probably cause may be due to a mechanical problem of an electrical cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.